Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances. Surgical intervention was undertaken, and the lead was attempted to be explanted, but some of the lead was unable to be fully explanted and the lead was replaced.

Manufacturer narrative:
Conclusion: the report event of high impedance was not confirmed. As received, electrically tested showed the returned incomplete terminal end segment was passed isolation resistant testing. The cause of the reported event remains unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.